Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that after they got the ins implanted, they felt so much better, but when they tried connecting to their ins about a month ago, they felt a weird electricity on their leg, and they couldn't decrease the stimulation. The patient stated that whenever they increased the stimulation, it became too painful. The agent tried to walk them through connecting to the ins, but they didn't have the patient controller with them. The agent then documented reported events.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that after they got the ins implanted, they felt so much better, but when they tried connecting to their ins about a month ago, they felt a weird electricity on their leg, and they couldn't decrease the stimulation. The patient stated that whenever they increased the stimulation, it became too painful. The agent tried to walk them through connecting to the ins, but they didn't have the patient controller with them. The agent then documented reported events.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.